Manufacturer narrative:
Upon receipt at the manufacturer the bur was observed to be unbroken. D9; product returned. H6: the quality investigation is complete.

Event description:
It was reported by the user facility that the bur broke during testing, it was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event. Upon receipt at the manufacturer the bur was observed to be unbroken.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting confirmation if device is available.

Event description:
It was reported by the user facility that the bur broke during testing, it was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.